Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the operational check fails. The customer has decided to repair the device themselves no need for philips servicing. The customer can call back if they wish to have philips support and service. The device remains at the customer site.